Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate matter inside of a large volume intermate. The device was filled with an unspecified amount of ciprofloxacin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14m024 was manufactured from november 14, 2014-november 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 0.30 square mm in size, floating in fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.